Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported "auto-fill failure." However, the stm observed the reported error in the log files and as a precautionary measure, the purge valve assembly and shaft collar were replaced. The iabp was cycled on a simulator and test balloon overnight without any issues. The stm then performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an "autofill failure" message. It is unknown under what circumstance the event occurred; however, there was no patient involvement and no adverse event was reported.